Event description:
On (B)(6)2010, pt underwent aortic valve replacement with a tissue valve type and a 3-vessel coronary artery bypass procedure. The pt's postop course was good, and he was discharged. The pt was followed up for fevers on several occasions, which resolved, for which pt did have one admission. On (B)(6)2010, pt was admitted to the hosp after cultures came back growing (B)(6). Blood cultures and all cultures continued to grow (B)(6). Pt started on antibiotics for acute bacterial endocarditis. Pt had transthoracic echo and transesophageal echo, and it was determined that the pt needed very extensive cardiac surgery beyond the capabilities of his cardiac surgeon, so arrangements were made to transfer the pt to (B)(6) for continued therapy and care, which occurred on (B)(6)2010.